Event description:
It was reported that the patient had an unknown sling implanted on unknown date. The patient was implanted with an artificial urinary sphincter for unspecified reasons.

Event description:
It was reported that the patient had an unknown sling implanted on unknown date. The patient was implanted with an artificial urinary sphincter for unspecified reasons. Additional information received indicated the sling was not an ams/bsc sling.